Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a failed transmitter error. No additional patient or event information is available. No product or data were provided for evaluation. The reported failed transmitter error could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and resulted in 0v. Functional testing and pairing test could not be performed due to the transmitter having 0v. A bin file analysis was unable to be performed. There was no data log available to review. The reported event of a transmitter failed error complaint confirmation was unable to be determined. A root cause could not be determined.